Manufacturer narrative:
Onsite functional and visual e examination was performed by a manufacturer representative. The cables were checked and reseated to resolve the issue. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the imaging system was unresponsive. There was no patient present when this issue was identified.